Event description:
After having been told the product was released, co's sterile product vendor informed co that a lot of 67093s universal sterile kit failed the spore test following sterilzation. The sterilization process was found to be normal by reading the cycle charts. (Time versus pressure/gas exposure). Co retrieved all but two kits via co's product recall procedure. The problem was identified by co's supplier as being a spore strip problem and a procedure problem. The procedure is being changed at co's supplier. The cycle charts for the product showed no exceptions.